Event description:
It was reported via repair work order that there was a reduction in brake force due to a worn brake plate. No patient injury was reported and no clinically relevant delay in treatment was reported.